Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, this patient underwent endovascular repair of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. When the ipsilateral leg was deployed, the physician intended to ¿push-up¿ the endoprosthesis about 4 cm so as not to cover the right internal iliac artery. However, this technique was unsuccessful and the right internal iliac artery was unintentionally covered by the ipsilateral leg. The physician elected to monitor the patient, and the procedure was concluded. The patient tolerated the procedure.